Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and out of range pacing impedance less than 100 ohms due to an insulation breach. The patient, with a history of atrial fibrillation, did not experience any pacing inhibition or asystole. The physician opted to leave the lead implanted and monitor the patient as they were asymptomatic. Device sensitivity was adjusted to account for the noise and atrial fibrillation. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.